Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The reported problem (belt stuck in monitor) was confirmed. As received, trunk cable connector was missing from the belt and stuck inside the monitor belt receptacle. The root cause of the damaged connector and receptacle cannot be positively identified. No adverse event resulted from the defective monitor and electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's electrode belt was stuck in the monitor.